Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported rupture on a right side. The device has been explanted.

Event description:
Healthcare professional reported rupture on a right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, yellow particles and creases. A weight test of the device was verified and the device was within specification. Cloudy and bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: -no openings were found in the device. A review of the device history record has been completed. No deviations or non-conformances noted.